Event description:
It was reported that the glidewell ht implant had a fit issue. No relevant medical or dental history of the patient was reported. On (B)(6) 2024, the patient presented for a primary procedure on tooth #11. During implant placement the cover screw was stuck to the implant, and when the provider tried to remove the cover screw the screw and the implant came out together. The implant was replaced, and the patient experienced light bleeding. No permanent injury was reported.

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause has not been identified. Once the returned device has been evaluated, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Section g3: date received by manufacturer was incorrectly captured in previous report was corrected in this report. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results. The DHR was reviewed for glidewell ht implant lot# 6223368 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results. A review of stock product was performed for glidewell ht implant lot# 6223368 and found no additional product in stock. Investigation methods/results. An implant was returned, but not in the original packaging. However, the size of the returned product did not match the size of the reported product. The implant was measured to be either a hahn tapered or glidewell ht implant ø3.5 x 13 mm. The glidewell ht implant is a rebrand of the hahn tapered implant so it could not be determined the true product name of the returned implant as the lot information could not be obtained. Matter was observed in the treading of the implant. Root cause description. A root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the cover screw during the initial placement which may have caused the cover screw and implant to be cold-welded together. Additionally, it is unclear the methods of cover screw placement used during the initial procedure and the insertion torque value. Manufacturer reference: (B)(4).